Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 15-mar- 2016 from an adult female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer was (B)(6) years old at time of placement procedure. She reported experiencing pain in pelvis/hips (area), increase or heavy blood loss during menstruation, pain in head, tiredness, mood swings or emotionally out of balance, and troublesome tired legs. She referred family and social problems but did not specify it for one of the events. She contacted a doctor and had as treatment plan essure removal scheduled. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis/hips. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Follow-up received on 30-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medicals events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1687 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain in pelvis/hips. She was planning to remove the devices. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since surgical intervention will be required, this case is regarded as incident. Other non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information can be obtained.